Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that a cubie was opening inappropriately. A field service engineer inspected the drawer, reseated all row board cables and board connectors. The drawer functioned properly in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, wrong cubie was opened during dispensing. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this incident.